Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly customer tried to reuse old cartridges and insulin. Tandem technical support educated customer that cartridges should not reused and instructed customer to use a new cartridge. Customer¿s blood glucose level was 220 mg/dl.